Manufacturer narrative:
It was reported that the surgery was completed successfully. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This MDR is for the intraoperative fracture. Patient had pain, surgeon thought was infected plan to revise acetabular components when in surgery puss present decided to remove all components and cement cup and stem to come back and revise in 6 weeks. When trialing new exeter stem realized the femur had a fracture, cables applied to fracture and stem exchanged to 37.5 #1.